Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was replaced. A catheter occlusion was confirmed. The occlusion is believed to be cleared, as the physician was ultimately able to aspirate and clear the catheter intraoperatively. The cause of the volume discrepancy was not determined with certainty but was suspected to be the catheter because the catheter was not readily aspirated. The catheter did eventually aspirate, and the physician was able to inject saline without resistance. It was unknown if the volume discrepancy and pain was resolved. The patient has not returned for follow up. The patient¿s weight was asked but unknown. The pump will be returned for analysis.

Manufacturer narrative:
As received the pump reservoir was empty and running in the simple continuous infusion mode. No catheter was returned. Analysis of the pump revealed a failed lab dispense test that was above specification. As per the logs the pump was administering the following medications as of (B)(6) 2019: morphine sulfate with concentration 50 mg/ml at a dose rate of 9.994 mg/day, and tetracaine with concentration 10.0 mg/ml at a dose rate of 1.999 mg/day. The device code (B)(4) was not captured previously in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial #: (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving tetracaine 10 mg/ml; 1.99 mg/day and morphine (compounded) 50 mg/ml; 9.994 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was (B)(6) 2019. It was reported the pump had a volume discrepancy. The actual residual volume (arv) 17 ml was greater than the expected residual volume (erv) 3.2. There were no prior volume discrepancies. A catheter occlusion was suspected. The patient was symptomatic and having more pain. A revision was being performed (B)(6) 2019. No further complications were reported.